Event description:
The customer reported the unicel dxh 800 cellular analysis system was having hemoglobin (hgb) issues. While troubleshooting the hgb issues the field service engineer (fse) found a leak at the distribution valve of the instrument. The volume of the leak was about a drop and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the instrument was failing hemoglobin (hgb) backgrounds. The fse noticed a film on the hgb chamber. The fse replaced the hgb chamber and the hgb issued were resolved. The fse also noticed the distribution valve (dv) waste tubing at prot 6 was sliced and was leaking. The fse trimmed and reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).